Manufacturer narrative:
A kink was noted at the shaft distal end. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the internal hemostatic valve were found. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During catheter preparation, the physician was aspirating through sheath side port and there were continual amounts of air being withdrawn with the syringe. There was no air observed coming back through the clear shaft that was inserted into the patient. Physician concluded that this air was coming from the hemostatic valve on the sheath. He tried using a smaller syringe and aspirated very slowly but was still getting bubbles come back. After repeated aspirations and no bubbles observed coming back through the clear shaft, physician continued on with the procedure. The device was not replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During catheter preparation, the physician was aspirating through sheath side port and there were continual amounts of air being withdrawn with the syringe. There was no air observed coming back through the clear shaft that was inserted into the patient. Physician concluded that this air was coming from the hemostatic valve on the sheath. He tried using a smaller syringe and aspirated very slowly but was still getting bubbles come back. After repeated aspirations and no bubbles observed coming back through the clear shaft, physician continued on with the procedure. The device was not replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.